Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay together once they were formed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post a successful da vinci si prostatectomy procedure, the patient experienced unspecified nerve damage.

Manufacturer narrative:
(B)(4). Returned empty the analysis results of the found that it was received with a unformed clip inside the jaws. Further evaluation found that the device was empty thus, no testing could be performed to evaluate the incident reported. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. No incident related to the reported event was observed during the batch record review. Returned empty.